Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the pump had a no delivery alarm in alarm history. The customer¿s blood glucose level was between 700-800 mg/dl at the time of the incident. She treated them manually by syringe and did not call her healthcare professional or emergency services. The customer reported that the infusion set was not working and advised her blood glucose was 380 something. The customer reported that she was changing her infusion set. She got to the part of holding the button to get the drops out, and the pump stopped. The customer reported that she did not get any alarms on the pump. The customer reported that the alarm did not occur during manual prime. The customer was advised to monitor the pump closely. The insulin pump will not be returned for analysis.